Event description:
It was reported that after deployment of a stent graft, the device jumped approximately 2cm from the target site. There were no difficulties advancing or during the deployment of the stent graft and the physician successfully deployed the stent graft in the outflow of the auxiliary vein. Reportedly, the physician removed the delivery system and advanced a balloon catheter to perform post-dilatation; once the physician reached the site, the physician identified that the stent graft had moved. Reportedly, the physician located the stent graft and using that balloon catheter, moved the stent graft to the target location. Once at the target site, the physician post-dilated the stent graft and to ensure appropriate apposition, the physician deployed a competitor's balloon expandable stent overlapping the stent graft. No pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation.